Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the drawers had failed and required maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed and required maintenance. A field service engineer investigated the issue after the customer reported frequent failures of multiple half height drawers in the auxiliary cabinet. A hardware test confirmed the issue. The back panels on drawers two, three, four, five, and six were replaced. During reassembly, a wire was pinched, causing the power supply to go into crowbar mode. After resolving this, the hardware test was run again, and functionality was verified. The system functioned as intended after the field service engineer repaired the device.